Event description:
AED was used in rescue by a nurse and a doctor. Unit did not find a shockable rhythm and prompted CPR. A 2nd AED (not a cardiac science model) was also used and no shock was advised, again prompting for CPR. When the emt's arrived, they delivered a manual shock. The pt did not survive.

Manufacturer narrative:
Device is being sent in for eval. A follow-up report will be provided once the eval is completed.